Event description:
It was reported to covidien on 03/31/2010 that a customer had an issue with a uvc. The customer reported that the umbilical vessel catheter broke while in a neonate.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.